Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-01694. It was reported the patient's ipg was inoperable and the lead was not placed at the right level. As a result, surgical intervention was undertaken wherein the scs system was explanted and replaced. Effective therapy was established postoperatively.